Event description:
Pt reported that, several weeks ago, while priming a new insulin cartridte, insulin leaked inside of the device's cartridge chamber. No error messages were generated by the device. Pt stated that, since that time, moisture continues to reappear inside of the device. Pt's blood glucose was not affected and no treatment was received.